Event description:
It was reported that this right ventricular (rv) lead exhibited two high out of range shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed the device data and noted that there has been a gradual increase in measurements and suspects the increase is due patient condition. It was confirmed that two shocks were delivered with within range measurements. Additional troubleshooting steps were provided to be completed at an in office follow up appointment. The device remains in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.